Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator and right ventricular lead exhibited noise oversensing leading to high ventricular rate episodes. It is unknown if it was due to electromagnetic interference. The patient was brought into clinic and programming changes were made.

Event description:
New information received on 1/22/2019 indicating that the right ventricular lead exhibited failure to capture. Failure to capture was reproducible with isometrics that looked like electromagnetic interference. The patient presented on (B)(6) 2018 for procedure. The device was explanted. The patient was stable post procedure. No further information was available.